Event description:
It was reported that the patient presented to the hospital for a generator changeout. The right ventricular (rv) lead was noted with history of low pacing impedance, exhibited loss of capture in bipolar configuration and insulation breach. Loss of rv capture at high output was further confirmed during the procedure with the pacing system analyzer (psa), the rv capture was more consistent at low output. The rv lead was switched to unipolar configuration months ago; the rv lead was then capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.